Event description:
At about 2 months after primary, the patient came in reporting pain due to joint luxation. The surgeon revised the ceramic ball head and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30-dec-2024: lot 2413967: (B)(4) items manufactured and released on 03-jun-2024. Expiration date: 2029-05-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 30-dec-2024: liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot 2342333: (B)(4) items manufactured and released on 06-dec-2023. Expiration date: 2028-11-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.